Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
There are three recorded events in the history of the returned pad device. All these occur on (B)(6) 2012. All events prior to this date have been erased. The device was disassembled for investigation and testing revealed a fault with r247 component in the on/off circuitry. Without a full history of the device the reported problem was attributed to a fault with r247 component. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.